Manufacturer narrative:
Approximate age of device ¿ 9 months.the pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing increased powers and flows. The patient also reportedly felt vibrations in his chest the previous couple of days. The patient remained asymptomatic. The log file was reviewed and a gradual increase in power and flow were noted. It was also reported that the hospital staff suspected pump thrombus; however, the patient's lactate dehydrogenase (ldh) levels remained stable. The patient was admitted for a ramp study which was negative. The patient was started on a regimen of aspirin (325 mg daily) and warfarin. The elevated powers resolved, and the patient was discharged. A week later, the patient had a follow-up clinic appointment and no power elevations were noted.

Manufacturer narrative:
A full examination of the pump, could not be conducted, as it remains in use supporting the patient. No further issues have been reported. A root cause for the reported event could not be determined through this evaluation. However, the instructions for use lists thrombosis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. Based on the manufacturer¿s past experience and similar reported events, elevated ldh, orange colored urine, and the report of power elevations and corresponding low pi can be indicative of device thrombosis; however, a direct correlation between the device and the reported event could not be determined as it remains in use. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.